Event description:
It was reported that during an ablation procedure, this pacemaker device was observed to exhibit oversensing noise on the atrial and ventricular channels. The health care professional (hcp) called technical services (ts) and requested a review of the stored device data. Upon review of the presenting electrogram (egm), ts was able to determine that the noise observed was oversensed possibly due to electromagnetic interference (emi) from the ablation procedure. Ts reviewed the reports with the hcp. No additional adverse patient effects were reported. The device remains in service.